Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 325 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap had one side of the cap appearing higher than the other side. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind successfully. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. The drive support disk was inspected and no anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.